Event description:
It was reported by service report that the side rail was broken and the latching spindle is damaged. The user facility was unable to provide any information as to whether there was patient involvement or adverse consequence associated with the reported issue.